Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that monopolar curved scissors (mcs) wires are broken during performing a yesterday¿s procedure (radical prostatectomy). Patient was not harmed, the procedure was performed with a backup instrument of the same kind, no material was left in the patient. The procedure was completed with no reported injury.